Event description:
It was reported that a patient was charging more than expected. It was stated that the patient used to charge every 1.5 weeks but now had to charge 2-3 times/week. It was stated that this issue started 2.5-3 weeks ago. It was reported that impedance readings were >10000 ohms on 11 through 15 pairs and the pairs involving 8, 9, and 10 were elevated. It was stated that they were not using this side of the lead. It was stated that pairs 0 through 7 were normal in the 400-500 ohms range. It was stated that the stimulation pattern had not changed since the recharge issue began. It was noted that the estimated recharge interval was calculated based on a double guarded cathode, 1.5v, 390 ¿s, 100hz. It was noted that the patient used the device 7-8 hours a day, based on 10 hours/day for estimated 223 ohms= 26 days between recharges. The following recharge statistics were reported by the clinician programmer: 5/13, 2.4 50% 5/13, 0, 25% 5/9, 0.5, 50% 5/9, 0 50% 5/8, 1.7, 75% 5/8, 0.5 50% typical coupling= 0. It was stated that the patient could get 8 coupling bars (and got 8 bars in clinic today) but coupling would change and drop and then he repositioned the antenna. It was stated that the patient watched tv while recharging. Additional information received reported that no malfunctions were seen, no reason was determined for the battery needing to be charged sooner other than that the patient was not fully charging the battery every time. It was reported that no interventions were planned, and the patient would keep a diary of charge sessions. It was stated that the patient could recharge normally with 8 boxes colored in on the charge screen. It was stated that the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that they thought the patient received a spinal cord stimulator (scs) that might have been defective and/or recalled.